Manufacturer narrative:
A product evaluation was completed on the returned cuff. The reported event of "fitting issue" was not able to be confirmed. Finger cuff securely attached to testing finger during pressure test. Width of cuff flex pcb was 62.95mm which met specification 62.93 +/- 0.1mm for model aiqca. The reported event of pressure reading discrepancy was not able to be confirmed. Eeprom verification stated expired status and patient information. Finger cuff was reset for pressure test. Finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned finger cuff. Finger cuff sensor passed both pre and post-decontamination leak test. An engineering evaluation was not initiated to assess for any manufacturing related processes since the defect related to "during use - inaccurate values" was not confirmed during product evaluation. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, an acumen adult cuff had fitting issues which caused inaccurate mean arterial pressure (map) measurements. Cuff was applied on the left ring finger and connected to cuff #1, but they could not get a good signal. Finger cuff was measuring a map of 15 to 20 points lower than the brachial non-invasive blood pressure (nibp) on both arms. There were no error messages displayed. Staff tried to reposition and tighten finger cuff but issue could not be resolved. The cuff can only fit the patient's left and right ring fingers due to the other fingers being too large. There were no patient injuries.